Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in an obtuse margin of the circumflex artery. A 2.50mm x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back, the stent came off the balloon and floated to the left anterior descending artery. The dislodged stent was then crushed to the vessel wall. The procedure was not completed due to this event. No complications were noted and the patient's status was fine.